Event description:
It was reported that a short, 10 mm trochanteric fixation nail, 11.0 mm helical blade and a 5.0 mm locking screw had been removed from a patient on (B)(6) 2013. The original implant date is unknown. The explant/revision procedure was needed to correct the trochanteric fixation nail system in which the helical blade perforated the patients femoral head. It was observed that the locking mechanism for the blade may not have functioned correctly, resulting in the advancement of the helical blade and eventual perforation of the femoral head. Delayed healing was also reported. The patient was revised with a similar system but of different size and length. It was reported that the surgeon had difficulty removing the trochanteric fixation nail because the extraction bolt would not thread to the nail. The surgeon had to resort to removing the nail with forceps. The part and lot numbers for the distraction bolt are currently unknown. Surgical time was delayed because of the nail removal difficulty. Surgical delay time was thought to be less than 30 minutes but this information is awaiting confirmation by the customer facility. No complaint has been alleged against the 5.0mm locking screw. This report is for one, 10mm/130 deg ti cann troch fixation nail 170mm-sterile. This report is 1 of 3 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. A review of the device history records was performed and no complaint related issues were found. The investigation could not be completed; no conclusion could be drawn, as no device has been received.

Manufacturer narrative:
Manufacturing evaluation was performed on the returned product. The product was received with the locking prong damaged. It appears that the locking mechanism was fully engaged at the time of implantation. The material was verified and within specification. No positional inspection was performed due to damage. Inspection records were reviewed and indicated the product was within specification at the time of manufacture. Complaint was deemed invalid from a manufacturing perspective.

Manufacturer narrative:
The device was received by the manufacturer on (B)(6) 2014. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system.

Manufacturer narrative:
The product development event evaluation found the returned tfn nail was received in one piece. The external surface on the proximal end shows light scratches. The blade of the locking mechanism is deformed in a direction that would show the deformation happened upon blade removal. It also shows damage to the end of the blade as if it hit the helical blade when it was locked during the insertion process. Product drawings were reviewed during this evaluation. No drawing discrepancies were identified.